Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered two alerts for undefined high pacing impedance, and it was noted that it had been steadily increasing prior. An rv lead fracture was suspected. The rv lead was reprogrammed for pacing and sensing, and the lead remains in use. No patient complications have been reported as a result of this event.